Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received low alerts all night and woke up with blood glucose of 500 mg/dl. When customer removed cannula, it was found that it was bent. Troubleshooting was performed and customer was advised to follow suggestions and to monitor sensor glucose.